Event description:
It was reported by service report that the brakes would not engage due to brake adjusters were broken and the brake rod was bent. No patient involvement or adverse consequences are reported.